Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for peritonitis. Two days after, the patient was recovered from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.